Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 160mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened buttons dome switch. No motor error alarm during testing. The insulin pump passed functional testing. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).